Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the continuity and energy delivery tests. The grips opened and closed properly. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. There was no physical damage. The housing was removed for inspection and found no damage. No product issue was identified. The complaint regarding instrument moved even when stationary was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument drifted when stationary and was difficult to control. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated the issue occurred while the surgeon¿s head was in the console viewer and while manipulating instruments. The device was inspected before use with no abnormalities. The instrument was not static, but movement did not scale appropriately, did not move in the intended direction, and had inappropriate timing (no lag/shakiness/friction). No internal or external collisions occurred. The issue was persistent, with no specific action or pattern identified. It was resolved by using a backup instrument. The drape lot number is unknown and not available for return. The timing of the issue during the procedure is unknown. There was no patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.